Event description:
On (B)(6) 2009, the pt reported that the clock on his backup insulin infusion device has increased at a rate of about an hour per day since he started using it two days ago. He stated he switched to his backup device on (B)(6) 2009 and noticed yesterday that the time was about an hour ahead. He stated that today the time is about 2 hours ahead. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.